Event description:
It was reported by repair work order that the display was flickering and the temperature was going from 69 to 104 degrees in a matter of seconds. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.